Manufacturer narrative:
Device was received with normal operating currents. Also passed self-test, unexpected restart error test, rewind test, basic occlusion test and displacement test. However, device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify possible over or under delivery anomaly due to motor error alarm. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was squirting out large amounts of insulin during the priming process. The customer¿s blood glucose level was 146 mg/dl at the time of the incident. The customer switched to an older pump that still worked. Troubleshooting was not completed. The insulin pump will be returned for analysis.